Event description:
It was reported that the patient presented in the hospital for unrelated issues. Upon interrogation, the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.